Event description:
It was reported that the patient was transported to the emergency room (ER) on (B)(6) 2026, due to elevated blood glucose (bg) levels, confirmed by fingerstick at above 560 mg/dl. It was further noted that the patient had eaten candy without administering a bolus beforehand and subsequently began feeling unwell, experiencing sweating and frequent urination. The patient remained in the ER at the time of reporting, so the length of stay, discharge date, diagnosis, and treatment information could not be obtained despite multiple good-faith efforts for additional details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. The available information suggests that the hyperglycemia may have been related to the patient not administering a bolus dose for glucose intake. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.